Event description:
Upon preparing a medication in the tolmar coupling device for injectable medication mixing that requires specific precautions, the liquid in syringe a started leaking out of the coupling device and did not go into syringe b. New medication in a new coupling device was provided for patient administration.